Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007, the patient presented with a hemorrhaging aorto-esophageal fistula near the left subclavian artery. On (B)(6) 2007, the patient underwent treatment for the aorto-esophageal fistula with gore tag thoracic endoprostheses, with intentional coverage of the left subclavian artery (lsa). During deployment of the first device at the right subclavian artery (rsa, next most proximal artery to the lsa), it moved distally partway towards the lsa, due to blood flow. Another tag device was placed, which partially occluded the rsa. A balloon expandable stent was then placed in the rsa, restoring normal blood pressure in that artery. On (B)(6) 2007, another tag was implanted to address proximal stent-graft collapse. The completion ultrasound showed the stent-graft was expanded with no infolding. No cause for the device compression was described in the medical records.